Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a false positive cefoxitin screen (oxsf) result for staphylococcus aureus atcc® 259213¿ in association with the vitek® 2 ast-gp75 test kit ((B)(4), lot 2751557403). No lab reports, troubleshooting information, or the strain was available for investigation evaluation. Internal testing was conducted using cards from the customer's lot and a random lot of ast-gp75 cards, 2751494403, in duplicate. Testing was conducted using the internal biomérieux staphylococcus aureus atcc strain 29213 (694). Testing on all of the cards resulted in the expected negative oxsf results. The customer's false positive oxsf result was not reproduced when testing from the biomerieux internal qc strain. Vitek 2 ast-gp75 lot 2751557403 met final qc release criteria. In addition, the customer had their reader optics replaced by a field service engineer (fse), and has experienced no further issues.

Event description:
A customer in the united states notified biomerieux of obtaining a false positive cefoxitin screen result for staphylococcus aureus atcc® 259213¿ in association with the vitek® 2 ast-gp75 test kit (ref. 415670, lot 2751557403). The s. Aureus atcc® 259213¿ isolate was cultured on sheep blood agar and incubated without carbon dioxide at 35°c for 24 hours prior to testing. The vitek 2 testing was then performed with lot 2751557403 and obtained a positive cefoxitin screen result. The customer confirmed the expected cefoxitin screen result s. Aureus atcc® 259213¿ is negative. The customer cleaned the instrument optics then performed repeat testing using a fresh cultiloop cultured on sheep blood agar incubated at 35°c with carbon dioxide for 24 hours. The expected negative cefoxitin screen result was obtained. It should be noted that staphylococcus aureus can be incubated with or without carbon dioxide on sheep blood agar according to the package insert culture requirements table. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomerieux internal investigation will be initiated.